Manufacturer narrative:
Qn#(B)(4). Add'l info: this product is not sold in the us. The 510k numbers provided is for a similar product that is sold in the us. A sample will not be returned for eval.

Event description:
It was reported that several days after insertion of the midline catheter the clinician noticed a leak at the insertion site. This was noticed when administering saline and other drugs. As a result, they are exchanging the catheter for the pt. There was no delay in treatment and no pt death or complication reported. It was noted the clinician allege this occurred multiple times.